Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07372. Related manufacturer reference number: 2017865-2020-07375. Related manufacturer reference number: 2017865-2020-07376. It was reported that the implantable cardioverter defibrillator had worn down the patient's skin at the site of implantation. The device and leads were explanted and not replaced. There was no sign of infection.